Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope leak tester was damaged and may have been used improperly, and that the scope may not have undergone proper manual cleaning and disinfection. There were no reports of patient involvement.